Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had noisy image. The issue had occurred during service/maintenance (not in a clinical setting). There was no report of patient involvement.